Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was observed. Reprogramming was recommended and will be completed at the next scheduled follow-up. The patient was in stable condition.